Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Event description:
Low image brightness and poor image quality. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the hospital sent the scope to a third-party. But ,the hospital did not choose to repair it. Reminded the hospital, to repair the scope. After that, it could be used normally. Correction information: h6: coding changed, based on the investigation result.